Manufacturer narrative:
The device is scheduled to be returned for analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this patient, implanted with this pacemaker presented to the hospital for syncopal episodes and overall body heat. The device was interrogated and stored episodes over four days were showing noise being oversensed and inhibiting pacing in the right ventricle (rv). The patient was admitted to the hospital and since admission, there were six additional episodes of noise that were inhibiting pacing on telemetry. All other lead measurements were normal and noise could not be recreated with isometrics and pocket manipulation, however increasing sensitivity still showed noise and pacing inhibition on telemetry. The device was subsequently explanted and replaced.